Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported there was no need to worry about the ¿retention now or whatever¿ because the patient died on (B)(6) 2017 so they wouldn¿t be needing the device to be turned on or otherwise. When the consumer was asked if the death was related to the device or therapy they stated they didn¿t think so, but were still waiting for the death certificate. According to the consumer the patient had ¿other issues going on,¿ but the consumer didn¿t have any specific information until they received the death certificate. The patient¿s weight at the time of the issue was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported the patient¿s device was turned off by a manufacturer representative for an MRI. The patient reportedly was never given a programmer and could not turn their stim back on. It was reported that the patient was retaining urine. This reportedly took place the day prior to the report, (B)(6) 2017. No further complications reported/anticipated.